Event description:
The following was reported: "there was a spark on the cord during the set up prior to the surgery. The patient was present during the set up. Another handpiece and cord were used to be able to start and complete the procedure."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).